Event description:
It was reported that during a device change out due to normal eri, the device registered an output anomaly during dft testing, and the patient was rescued with external defibrillation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.